Event description:
The pt reportedly was unable to hear sound while using the sound processor (date not given). The pt then experienced an over stimulation. The pt reportedly was seen (date not given) at the clinic for evaluation. The clinic confirmed that the device was no longer functioning. The pt's c1 device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.